Event description:
It was reported that, during the set up for a procedure using the cori system, the surgical plan was uploaded properly. After pressing "begin operation," the screen went black as expected; however, an error appeared stating: "pre-operation plan error: use of pre-op plan data is currently not available. You can continue with an image-free procedure or exit the case. Press continue to proceed with an image-free procedure." The procedure was performed, without any delay, using a manual procedure. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: internal complaint reference: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Change from robot assited procedure to manual procedure is not considered reportable if the change in surgical technique occurs before the procedure has started. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.